Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implantable pulse generator (ipg) implant procedure, the device clock was noted to be incorrect on a remote transmission; it was 24 hours off. The date of implant was consequently incorrect, so it was clarified with the clinic. The device remains in use. No patient complications have been reported as a result of this event.